Event description:
(B)(6) m with extensive hx of cardiomyopathy and as s/p multiple stents placed years ago. The patient was sent to the ed by this pcp for chest pain. The patient was sent for cardiac catheterization during which the arterial sheath fractured in the patient's right femoral artery. The patient was sent urgently to the operating room for removal of the sheath.